Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had failed. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no activity outside of the normal patient use was observed in the black box or pump histories. The battery compartment was cracked along the side of the pump. The threads on the battery cap were stripped. The returned battery cap was unable to establish an electrical connection. A test cap was used for testing purposes. The pump powered on normal with no alarms. The pump was exercised for 24 hours with the test cap with no further power issues occurring. The display was dim and discolored.